Event description:
It was reported underwent generator revision surgery for battery depletion. After the new generator was connected to the existing lead, diagnostic testing resulted in high impedance. The surgeon removed and reinserted the lead pin, but continued to receive high impedance. The surgeon elected to replace the entire vns therapy system. Good faith attempts to obtain additional information have been unsuccessful to date.